Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select simple meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began at an unspecified date and time 2 months prior to contacting lfs. The patient reported obtaining what he felt were inaccurate high blood glucose readings of ¿580 and 598 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient informed the csr that he manages his diabetes with mixtard insulin (6 units morning and evening). In response to the elevated results, the patient claimed he took an extra 2 units of insulin. The patient stated that an unspecified time after the alleged issue began he started ¿shivering¿. In response to the symptom, the patient claimed he attended the doctor¿s office and received unspecified treatment. The patient claimed his blood glucose was measured on the doctor¿s device and a result of ¿90 mg/dl¿ was obtained. During the follow-up call, the patient attributed the onset of the symptom to administering extra insulin based on the alleged inaccurate high readings obtained with the subject meter. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the patient was following the correct testing process and was testing with test strips that were stored correct and were not expired. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury reportable adverse event the alleged inaccuracy issue began.